Event description:
It was reported that the patient experienced end stage right-sided heart failure with acute hypercapnic and hypoxic respiratory failure and encephalopathy. The patient died. Almost five months after a pulse field ablation (pfa) procedure using a farawave catheter the patient died. The cause of death was end stage right-sided heart failure with acute hypercapnic and hypoxic respiratory failure and encephalopathy. The patient was hospitalized before dying, but it is unknown if any medical intervention was attempted to save the patient. No autopsy was performed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the heart failure, respiratory failure, hypoxia, encephalopathy, and death are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that heart failure, respiratory failure, hypoxia, encephalopathy, and death are addressed as potential procedural complications when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of heart failure, respiratory failure, hypoxia, encephalopathy, and death is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of heart failure, respiratory failure, hypoxia, encephalopathy, and death are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: death, heart failure, respiratory distress/insufficiency/dyspnea." The clinical course likely related progression of underlying cardiac disease leading to decompensated heart failure, followed by respiratory compromise and encephalopathy that unfortunately concluded with death of the patient. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that the patient experienced end stage right-sided heart failure with acute hypercapnic and hypoxic respiratory failure and encephalopathy. The patient died. Almost five months after a pulse field ablation (pfa) procedure using a farawave catheter the patient died. The cause of death was end stage right-sided heart failure with acute hypercapnic and hypoxic respiratory failure and encephalopathy. The patient was hospitalized before dying, but it is unknown if any medical intervention was attempted to save the patient. No autopsy was performed. The device is not expected to be returned for analysis due to disposal.